Event description:
It was reported that a user experienced loss of dexcom g7 glucose readings on the ilet shortly after sensor start, and the user received a ¿replace sensor now¿ message; pairing attempts were unsuccessful and the user was advised to re-enter the code and allow time for pairing, with a plan to replace the sensor if pairing did not resume. Symptoms included absence of glucose data availability. Outcomes included interruption of automated insulin dosing due to unavailable sensor data and the need for user troubleshooting. Investigation included technical support review and guided troubleshooting. Investigation of this case revealed unsuccessful sensor pairing with the ilet despite code re-entry and waiting period. It was concluded that the event involved signal loss and pairing failure between the g7 sensor and the ilet without patient injury or medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.